Manufacturer narrative:
(B)(4). Analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/14/2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Requested the following information: (B)(6). Received the following response: (B)(6).

Event description:
It was reported that during a low anterior resection procedure, after doing the purse string, the surgeon drops the anvil to connect the device. However, since the bowel prep was not sufficient, the anvil became contaminated with bowel contents from the post of the anvil. The patient is receiving additional antibiotics. The device fired properly and the donuts were complete. Extra antibiotics will be administered to the patient.